Event description:
The customer stated she was hospitalized for low blood glucose levels. The customer stated that her blood glucose went low because she accidentally infused too much insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.